Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The issue was related to tidal volume alarms. Based on provided information, water had entered into the air gas module of the ventilator. The most probable source of water into the air gas module is moist air from the connected air compressor. Identification of issue has been done by analyzing problem description. Service report and device's logs were not available for analysis. The issue was solved by a third-party company. The root cause of the issue has not been determined. The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 06/10/2015; corrected date received by manufacturer: 06/16/2015.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).